Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 8 instances of battery life with damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation:in quarter 3 of 2018, there were 3 instances of battery life w/damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 41 allegations of a malfunction, 29 pumps were returned to animas and investigated. Of the investigated pumps, 27 were found to be malfunctioning due to battery compartment cracks, damaged battery caps, and stripped battery compartment threads. . This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 41 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-78 years of age and between 33 and 271 pounds. Of the reported patients, 21 were male, 19 were female, and 1 was unknown.